Event description:
The graft was initially implanted on (B)(6) 2011 in the upper arm. Two days post-operative, saline was used to remove a thrombus in the graft. On (B)(6) 2011, the patient asked for the graft to be removed due to seroma.

Manufacturer narrative:
The device history record (DHR) for this lot was reviewed and found the graft met all specifications. Unfortunately, the explanted graft sample was cut into pieces too small for reconstruction; therefore, no evaluation could be conducted. Seroma formation is a known complication of all vascular grafts, including biological, polyester, and ptfe. It is well known that the use of wetting agents around the graft, such as alcohol, povidine-iodine, and heparin saline, can penetrate the graft wall causing increased permeability to serum. The complaint report stated: ¿removed thrombus on postoperative day 2, and saline was used for the procedure¿. The use of forced saline could contribute to seroma formation.